Manufacturer narrative:
(B)(4). D10: 15-103201 taperloc microp lat fmrl 6.0mm 860530. 139256 m2a-magnum 42-50 tpr insrt std 419830. 157446 m2a-magnum mod hd sz 46mm 540860. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty. Subsequently, the patient has displayed high metal ion levels and a pseudotumor-like reaction including bursitis and tendinosis on MRI scans. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6, h10 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2015; labs. Cobalt 13 (normal 0-9), chromium 13 (normal 2-10) on (B)(6) 2019; labs. Cobalt 22 (normal 0-11), chromium 21 (normal 2-10) on (B)(6) 2019; MRI signs of gluteus minimus tendinosis. Peritrochanteric bursitis and mild iliopsoas atrophy. Pseudotumor-like reaction left hip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.